Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information clarified one lead had migrated and during the replacement the other lead had been pulled down by the physician. Both leads were explanted and replaced to address the issue on (B)(6) 2019. Therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-04725. Further information indicates leads at l3 and l4 were revised on (B)(6) 2019.